Manufacturer narrative:
Npb will notify FDA when the investigation is complete.

Event description:
Nellcore puritan bennett received a report that a setting error alarm occurred and unit stopped running. This was reported to be on a patient. No patient harm.